Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "leaking, possible intracapsular rupture" confirmed via MRI and exchange from textured to smooth implants due to the patients concern with the products. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Anxiety-product/procedure-breast: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "leaking, possible intracapsular rupture" confirmed via MRI and exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional later reported hole in radius. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; b.5; b.6; d.6b; h.4; h.6.

Event description:
Healthcare professional later reported hole in radius. Device has been explanted and replaced.